Manufacturer narrative:
An additional check during the kitting process has been added.

Event description:
It was reported that upon opening box of vitagel 4.5, during prep for a procedure, the sterile plastic surrounding the empty transfer syringe had a hole in it. A visual inspection of the returned product confirmed a small hole on the packaging by the luer. The root cause for this failure mode could not be confirmed however it is likely that the empty plasma transfer syringe may have come into contact with the vitagel syringe. This could have occured during the manufacturer kitting process or during handling at the surgical facility.